Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27april2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit had a dim display. The customer reported there was no patient involvement. Event date not specified: estimate used.

Manufacturer narrative:
MFR received date: 25 sep 2019. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The customer requested for replacement user interface assembly part number and product support provided customer the information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.